Event description:
A territory manager (tm) contacted zoll customer support to report an unrelated issue. When customer support reviewed the patient's download, support reported numerous "battery charger fault" flags. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger fault flags) has been confirmed. The cause for the defective charger/modem is a defective transistor (q1). The q1 transistor controls the current f low to the battery while charging. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective transistor. The patient received a replacement charger/modem.